Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h6, h11 visual examination of the returned product/provided pictures identified the tip of the driver bit is broken. The print has a chamfer call out on it and there is no chamfer at the tip of the returned driver bit. Item and lot numbers are confirmed to match the complaint. There is some damage on the edges of the bit just above the fractured tip. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign- canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the screwdriver was broken and did not capture the screws properly. No adverse event has been reported as a result of the malfunction.